Manufacturer narrative:
The sensor was returned and investigated. Visual inspection has been performed on the returned sensor patch and no issues were observed. Data was successfully extracted using approved software. The sensor was found to be in state 5 (normal termination). Visual inspection was performed on the sensor plug assembly. No issues were observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
An abbott representative met with a customer who reported that on (B)(6) 2018 she received unspecified low glucose values on her adc freestyle libre sensor scan. Customer reported eating to raise her glucose levels, but the sensor scans continued to show as low "for a long time". As she continued to feel ill, the customer checked her blood glucose level with an unspecified meter and obtained a high reading. The customer's family called an ambulance and the reading obtained on the paramedics' meter was reported to be "about 600 mg/dl". At the hospital the customer was administered intravenous insulin and fluid.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An abbott representative met with a customer who reported that on (B)(6) 2018, she received unspecified low glucose values on her adc freestyle libre sensor scan. Customer reported eating to raise her glucose levels, but the sensor scans continued to show as low "for a long time". As she continued to feel ill, the customer checked her blood glucose level with an unspecified meter and obtained a high reading. The customer's family called an ambulance and the reading obtained on the paramedics' meter was reported to be "about 600 mg/dl". At the hospital, the customer was administered intravenous insulin and fluid.